Manufacturer narrative:
(B)(4). The embolization coil was partially inside the introducer sheath. The embolization coil was advanced out of the introducer sheath by the penumbra investigator for further evaluation. The stretch resistant (sr) wire of the coil was fractured. There was no visible damage to the introducer sheath. Evaluation of the returned device revealed that the embolization coil sr wire was fractured. If the ruby coil is forcefully manipulated against resistance, the sr wire may become fractured, and the coil will subsequently detach from the pusher assembly. The returned introducer sheath was functionally tested with a demonstration ruby coil, and no resistance was experienced when cycling a demonstration ruby coil through the introducer sheath. Since the pusher assembly and the lantern mentioned in the complaint were not returned for evaluation, the root cause of the resistance could not be determined. Penumbra coils are 100% functionally and visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils. During the procedure, the physician deployed and detached two ruby coils into the splenic artery using a lantern delivery microcatheter (lantern). While the physician was attempting to advance a new ruby coil through the same lantern, the coil partially advanced into the lantern but became stuck in its introducer sheath and would not advance completely out of the sheath. It was reported that friction was encountered within the introducer sheath. The physician then retracted the ruby coil; however, while the coil was being retracted, it unintentionally detached. The detached ruby coil was removed and the procedure was successfully completed using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.